Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v604556, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the trial patient experienced a shocking and surging sensations from their implantable neurostimulator (ins) when they went through theft detectors. It was noted that this most frequently occurred when they were entering and exiting the (B)(6) base. This was reported as an on-going complaint with the patient. Follow up information received 4 days later reported that there were no malfunctions seen. Impedance check was run on (B)(6) 2014 at which time it was reported they came back all in range (the amplitude and pw were increased to run the test). The patient was instructed to keep their programmer unit with them at all times and to turn the ins off before entering stores. It was noted that the patient was fine with it and that they loved the device. The patient was reported as "happy". If additional information is received, a follow up report will be sent.